Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a fractured disinfectant/disinfection solution discharge tube and a self-disinfection connecting tube that was fractured. There was no patient involvement.

Event description:
It was reported the colonovideoscope exhibited a fractured disinfectant/disinfection solution discharge tube and a self-disinfection connecting tube that was fractured. There was no patient involvement.

Manufacturer narrative:
Correction b5. Updated d8, h3, h6, h11. Added h2, . The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event was breakage by aging deterioration or external force. The event is detectable/preventable by handling the product in accordance with the following IFU. IFU: operation manual ¿7.3 disinfecting the water supply piping¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.